Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank white screen. The unit was triaged and the reported issue was confirmed. Service found that the printed circuit board had a loose component. The unit has been tested and recertified as per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump's screen is white and blank.